Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: infusion pumps did not infuse the medications within the correct time despite being programmed correctly. Pump in chair 1 had alarmed that it had completed infusing the medication at the expected time; however, the infusion bag was still half full. This medication was a primary infusion. Programmed pump settings were verified by primary and secondary rns for all infusions. All three malfunctioning pumps have been sequestered.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint could not possible without a device for evaluation or the device logs. Therefore reported issue could not be confirmed.

Event description:
As reported by the user facility: infusion pumps did not infuse the medications within the correct time despite being programmed correctly. Pump in chair 1 had alarmed that it had completed infusing the medication at the expected time; however, the infusion bag was still half full. This medication was a primary infusion. Programmed pump settings were verified by primary and secondary rns for all infusions. All three malfunctioning pumps have been sequestered.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.